Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a procedure, when turning the healicoil dial to engage the inner lock and the screw was inserted into the bone hole, a suture became loose. The procedure was completed using a smith and nephew back up device. There was a 15-min delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with original packaging. The distal anchor has been broken at the top of its internal threads. The eyelet is off the device and the bottom portion is still inside the insertion tube. The distal plug is inside the insertion tube. Bio debris is present. The proximal anchor is still on the insertion device. Neither the anchor nor the device has a visible defect. The suture threader was returned with no visible defect. A functional evaluation showed the black (1) most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel and proximal anchor as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review material specifications found the raw material strength and storage requirements specified and each lot be must be accompanied by a material certificate of analysis. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, off-axis insertion, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.